Event description:
The rptr did back to back blood glucose tests, within 10 mins of each other, using separate fingers sticks. The results were 339, 50, 147, 137, 137, 147 and 142 mg/dl. Pt did not have any symptoms. Control testing was not done due to lack of supplies. On followup, the pt stated that pt checks the confirmation dot, and pt's technique of applying blood on strip is correct. Pt does not clean pt's meter thoroughly. No harm was alleged.